Event description:
It was reported that during the procedure in the mid mildly tortuous circumflex artery, a 3.5x8 rx xience prime stent was successfully deployed at 16 atmospheres. The balloon was deflated and an attempt was made to retract the stent delivery system into the 6f guide catheter. The balloon could not be withdrawn into the guide catheter due to improper balloon refold at the distal edge of the balloon after deflation. All devices were removed from the anatomy as a single unit. Although there was no adverse patient effect, there was a significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
The xience prime stent system is a 3.5x15.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 3.5 x 15mm xience prime stent delivery system (sds) noted blood and contrast on the shaft. There was contrast in the inflation lumen and in the balloon. This is consistent with preparation and suggests advancement into the body. The balloon was returned folded flat. An indeflator, filled with grastrografin diluted 1:1 with water, was used in an attempt to inflate the balloon but the balloon did not pressurize. After the balloon catheter was left pressurized to dissolve the contrast in the inflation lumen, the balloon was inflated to the rated burst pressure (rbp). After the balloon was deflated, the refold was flat. Poor balloon refold (balloon winging) may result from factors such as, but not limited to, manufacturing, multiple inflations, rapid deflation or inflations at high pressure. Further, it was noted during analysis that there was residual contrast left in the balloon. This contrast may have been pushed into the distal balloon taper during pullback into the guiding catheter tip. This would cause the taper to fill, becoming larger in diameter and subsequently contributing to interference when pulling into the guiding catheter. This would also contribute to the delay in procedure. Although a conclusive cause could not be determined there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Additionally, a query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.